Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to be funegmic post operation and was started on caspofungin. They were also on milrinone 0.125 mcg/kg/min. On (B)(6) 2023, the patient went into ventricular tachycardia (vt) with heart rates in 200s requiring cardioversion. The event log captured low flow alarm events on (B)(6) 2023 and (B)(6) 2023. There were also several momentary low flow events recorded. That occurred when the pulsatility index (pi) was elevated. Some of these events were very brief and did not generate an alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported fungemia could not be conclusively determined through this evaluation. Finally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed transient low flow alarms on 16jan2023 and 30jan2023. No other notable events were captured. The pump appeared to function as intended at the set speeds. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including sterilization requirements. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU and the hm3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket), and cardiac arrhythmia that may be associated with the use of the hm3 lvas. This section also explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump . Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The system monitor section of the IFU describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.